Manufacturer narrative:
The lot number was provided for each of the malfunctions; therefore, a lot history review was performed. The devices were not returned for evaluation. Medical records were provided for each of the malfunctions. Two investigation confirmed for perforation but were inconclusive for tilt. One investigation was confirmed for tilt but was inconclusive for perforation. One investigation also included images and confirmed for perforation and tilt . A root cause has not been determined. The devices were labeled for single use. (Corporate lot number gfxd3859).

Event description:
This report summarizes 4 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. Each of the 4 malfunctions involved a patient with no known impact to the patient. Of the 4 malfunctions, 3 were male and the other patient gender is unknown ranging between (B)(6) years old and (B)(6) years-old; weights were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, two were male and all three patients age ranged from 47-64 years. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported four malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90084 h10: of the remaining three malfunctions, lot numbers were provided for all three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed for all three malfunction and image was provided for one malfunction. Therefore, for one malfunction the investigation is confirmed for perforation and tilt, for another one malfunction the investigation is confirmed for perforation and inconclusive for tilt and for the remaining one malfunction investigation is confirmed for tilt and inconclusive for perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5, g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.